Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and there was failure of the circuit board due to corrosion caused by water invasion. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure, the endoscopic image of the subject device was not displayed and a scope communication error b30 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the circuit board inside the video connector broke due to the following possible causes. The fluid invaded through the broken part of the universal cord. The fluid invaded through the vending connector due to attaching or detaching venting connector under water or with the vending connector wet or due to sterilization with the sterilization cap wet.